Event description:
It was reported that following the implant of the implantable pulse generator of the deep brain stimulation (dbs) system the patient that is enrolled in a clinical trial, a device deficiency was identified and the patient developed urinary retention with elevated residual bladder volume post operatively. The catheter could not be removed, so intermittent self-catheterization is now performed by the patient. The patient had medication for urinary dysfunction before, and it was known that the patient had slightly elevated residual bladder volume before surgery. The adverse event was assessed as non serious, and the relationship to the study device stimulation, device itself, and procedure was assessed as not related, and the event recovered and resolved. No devices will be returned as they all remain implanted. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs. With all the available information, boston scientific concludes that the cause of the patient experiencing urinary retention following the implant procedure was confirmed based on record review. The device was not returned as it remains implanted, therefore; device analysis could not be done. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was not returned as such physical analysis was not conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint, and the conclusion is known inherent risk of device.